Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The reported problem and its cause could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a damaged cassette. The home patient (hp) found a large slit in the large center chamber of the cassette. The patient¿s nurse stated there was an extra piece of plastic adhered to the backside of the cassette and the hp had tried to remove it, resulting in the slit. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.